Event description:
At the beginning of the patient's first routine hemodialysis treatment on the nxstage system one, the patient experienced vomiting, shortness of breath, back and neck pain and a severe headache. Benadryl 25mg IV was administered and o2 at 2-3l/minutes was initiated; the treatment was ended and the blood was not returned. No other medical intervention was reported.

Manufacturer narrative:
No problem found with returned cartridge. No evidence of a device malfunction. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed. No additional information will be provided.